Event description:
After attempting to deploy the filter, the sheath stuck to filter and the filter moved out of the proper location. Attempted to remove filter but was unsuccessful.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.